Event description:
The patient's spouse contacted animas to report he was taking the patient to the ER due to a high blood glucose. The reporter claimed the patient obtained a blood glucose over 500mg/dl and was advised by her hcp to go to the ER to be treated with IV fluids and insulin. No additional information about the high blood glucose was provided. At the time of the call, the reporter was unable to review the subject pump. Animas customer support made several attempts to reach reporter and patient to troubleshoot the pump; however, were unsuccessful in their attempts. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.